Event description:
The customer reported a pump module spontaneously disconnected from the pc unit and fell to the floor. Blood was infusing and when the pump fell, the IV set tore and spilled blood onto the floor. Half of the unit of blood had infused prior to the pump disconnection. There was no pt or staff harm reported. Medical intervention was not required. Biomed staff evaluated the system and confirmed the pump module was not securely attached to the pc unit; no fault was found with the bottom latch on either device.

Manufacturer narrative:
(B)(4). The customer stated the product will not be returned. The customer's report that the tubing tore could not be confirmed due to the product was not returned for investigation. The root cause of this failure was not identified.